Event description:
It was reported that there was a potential battery issue with the excelsius 3d imaging system.

Manufacturer narrative:
This report is being submitted for an incident that occurred earlier. The observed overall risk level is low, which is equal to the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.